Event description:
It was reported that it was almost impossible to draw up an entire dose of blood due to slowness of the product causing air bubbles. Device did not seem sharp after inserting into the heparin vial. Patients have been complaining that the needle hurts more than previous tuberculosis (tb) needles. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number provided was not valid. No root cause could be determined as the complaint could not be confirmed. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.